Event description:
Related manufacturer reference number: 2017865-2023-94495. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure some initial mapping showed poor capture threshold, so repositioning was completed. At an acceptable target location, upon pulling back the protective sleeve, slight advancement of the delivery catheter occurred but based off of the reference images, it was agreed we were in a good location. The lp was fixated, tethered and released with no issue. Upon release, low blood pressure was noted, and the patient was unresponsive to anesthesia waking them up. An echo was called into the room were a pericardial effusion, cardiac perforation and cardiac tamponade were noted. The patient was transported to a nearby hospital where they underwent cardiothoracic surgery to successfully resolve the perforation. The lp remained implanted. The patient was stable.